Event description:
It was reported that during a medial patellofemoral ligament (mpfl) surgery using the devices ar-1324hf (lot: 13660505) and ar-3652tsp-1 (lot: 15117287 & 15054185) the implants did not hold in bone tissue and tore out. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the implant and blue suture of the fibertak® rc suture anchor, (blue) had torn out. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.